Event description:
On (B)(6), 2012, the lay-user/patient contacted animas alleging that keypad ok button presses did not activate desired pump functions. She claimed that the ok button was intermittently sticking and would require several presses in order for the pump to respond. Due to the alleged keypad issue, the patient claimed that she developed elevated blood glucose (bg) levels. The patient stated that she was hospitalized with a bg level of '504 mg/dl' and a symptom of chest pain. According to the patient, her doctor told her not to come off of the pump. The patient was treated with subcutaneous injections of humalog and given normal saline solution via IV. Through troubleshooting, the animas (anm) representative involved in this contact noted that no boluses were canceled. Based on the tdd, the anm representative noted that the pump was delivering as programmed. The tdd added up correctly with the bolus history. The prime history was within normal limits. The tdd for (B)(6), 2012, showed that no boluses were delivered. However, the patient explained that she used subcutaneous injections. The patient pulled the site while speaking to the anm representative. No bleeding, leakages, or palpable masses/knots were observed. The cannula was not bent. The patient was rotating sites reportedly every 2 days and was not reusing sites/cartridges. The patient denied that the keypad had any rips or tears. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a high bg level and was hospitalized as a result of the pump being unresponsive to keypad button presses. However, at this time it is unknown if the pump actually contributed to the patient's injury considering no boluses were found to have been canceled in the pump's history in relation to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow, down arrow and ok keypad buttons had intermittent response when pressed and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed visible contamination under the contacts of the keys. The pump was exercised for 29 hours with no delivery issues. The tdd added up correctly with the bolus history. The prime history was within normal limits. The tdd for (B)(6) 2012, showed that no boluses were delivered. The contamination under the contacts of the buttons accounts for the unresponsiveness of the keypad buttons but not the patient's elevated blood sugar as alleged.